Event description:
As reported, the operator performed carotid artery stenting on the patient. After the guiding catheter was in place, the umbrella was delivered to the distal internal carotid artery and the delivery sheath was prepared for retraction. The portion of the delivery sheath that was outside the body was found to be partially dislodged/separated from the wire. The operator then withdrew the sheath from the patient's body and completed the procedure with another brand of sheath instead. The physician was concerned that a second product had the same problem. The packaging of the second device being returned was not opened. It was not used. There was no reported injury to the patient. Both devices were stored and handled per the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The devices will be returned for evaluation.

Manufacturer narrative:
Upon further review, this code of separation/detachment is not applicable. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer consider reportable.

Manufacturer narrative:
This report is related to report # 1016427-2023- 05557. A review of the manufacturing documentation associated with lot 35264224 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the operator performed carotid artery stenting on the patient. After the guiding catheter was in place, the umbrella was delivered to the distal internal carotid artery and the delivery sheath was prepared for retraction. The portion of the delivery sheath that was outside the body was found to be partially dislodged. The operator then withdrew the sheath from the patient's body and completed the procedure with another brand of sheath instead. There was no reported injury to the patient. Concerned that the other product had the same problem, the client requested that the other product be returned with it, hoping to return it for analysis.